Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor issued a single merlin.net transmission showing a low battery gauge setting. The device and patient were monitored and it was determined no changes were needed. The patient is stable and will continue to be monitored.